Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead helix would not extend, the event was noted before the lead was placed in the patient's body. The lead was replaced to resolve the event and the patient was stable with no consequences.